Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable / check belt messages) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d were pulled from the dn strain relief, damaging the j704 connector and internal wires. The cause of the check belt messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report that one of the cables on a patient's electrode belt was damaged and the patient was receiving check belt messages.